Manufacturer narrative:
Method of evaluation: ; visual examination of the device review of the device history record; review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results of evaluation: visual examination of the device revealed that the 10x16 cm graft was returned in 6 separate pieces. The corners had been trimmed off by the customer. There was a tear that extended down the middle of the graft that divided it into two large pieces. There were smaller tears in each of the two large pieces. Review of the device history record revealed no deviations associated with the nature of this complaint. Results of all mechanical testing were within specifications. (B)(4). Refer to mw 1000306051-2011-00023 for report associated with that complaint of post-operative suture pull-through. Conclusion: based on internal investigation, the device met qc release criteria, including mechanical testing.

Event description:
It was reported that during an abdominal wall reconstruction with strattice, the device developed a complete midline tear while being sutured into place. Device was removed and abdominal reconstruction was completed with another piece of strattice. This is evaluated as a malfunction of the device which could cause or contribute to a death or serious injury if the malfunction were to recur. No serious injury was reported with this event.